Event description:
A report was rec'd that the pt was having difficulty linking her remote control with her ipg and was receiving a premature double beep from the charger. The physician felt the ipg was malfunctioning and should be replaced. Surgery has not been scheduled at this time.